Event description:
Achilles tendon used to repair torn acl. Pt developed an infection (staph) that was not from an instrument. Pt was admitted with an elevated temp of 104 degrees and knee was drained x3. Pt had severe pain and was medicated with morphine. They were also treated with antibiotics, a second surgery in 2002 to clean out knees. Dr says infection was very bad.